Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing,the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device logs. However, the device was put through extensive testing including shock testing, periodic self test and functional testing without duplicating the report. An internal inspection resulted in no findings. The error was cleared and did not reoccur. The customer was sent a replacement unit. Analysis of reports of this type has not identified an increase in trend.